Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion problem. The event occurred while in use with a patient.

Manufacturer narrative:
D9: 14-nov-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. The device tested normally at the time of evaluation. No action was taken as the device tested normally. No fault was found with the pump.